Manufacturer narrative:
There is more information on the device evaluation. Correction submitted for event date. This supplemental report is being submitted to provide this information. Please the device history record review confirmed that device conformed to specifications at the time of shipping. Growth of microorganism was confirmed from both of the two culture testing done by the user after reprocessing. Culture test by olympus by an independent laboratory after reprocessing in accordance with instructions for use, growth of microorganism was not confirmed from distal end, biopsy channel, suction channel, air/water channel, or auxiliary water channel. It is inferred that the event is unlikely to be related to the device. Though it cannot be confirmed that an obvious deviation from instructions for use occurs in the reprocessing of the device by information provided by the customer, the physical evaluation of the device does reveal that residues were detected from various area of the subject device. The root cause of the event cannot be specified; the following may have occurred: - reprocessing conducted by the user was deviated from the reprocessing recommended in instructions for use. - contamination occurred at microbiological sampling. The instructions for use includes the following statements: reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.

Manufacturer narrative:
Device evaluation is completed and test results are available from an independent laboratory. This supplemental report is being submitted to provide this information. During a microbiological test at an independent laboratory no germs have been found on this device. There was no detection of e. Coli, other enterobacteria, enterococci, p. Aeruginosa/other non-fermenting bacteria, s. Aureus/other hygiene-relevant bacteria, streptococci, or greening in any channel. All channels have been checked without finding any germs. Upon inspection and testing, the following issues were observed: light guide (lg) lens and charge couple device (ccd) lens is cracked. Lg and ccd lens glue was porous and broken. Light balance illumination is too low. Distal end cover was damaged. Distal end rubber glue was porous. Bending section is worn. Connecting tube is buckled. Grip unit and s-body is worn. S-cover unit is worn. There are deposits on biopsy port and on air/water cylinder. Suction cylinder is worn. Lg tube is kinked. Corrosion is found at the scope connector and elevator connector. Device evaluation is ongoing. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This device was returned to olympus for further investigation of event of positive culture test finding. The results are not yet available. Device evaluation is not yet performed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. At the facility, the bedside pre-cleaning is performed in the endoscopy room within five minutes of completion of the procedure. The detergent used is septozym for pre-cleaning and manual cleaning. Cleaning brush used is ga-03-050011 which is for single use and is disposed after each use. The cleaning is done with pentax cs-c5s brush from the intake of the channel to the distal end and from the suction cylinder to the connection plug, brushing back and forth, until no more debris is seen on the bristles of the brush. The instrument channel opening is brushed until no more debris is seen on the bristles of the brush. The biopsy valve, and air/water valve, and suction valve are also brushed. The biopsy valve, air valve, and suction valve disinfected or sterilized in automatic machine for endoscopic decontamination (aer). The water bottle is reprocessed as well, both manually plus autoclave. Manual disinfecting is not performed. The aer is isa medivator. The disinfectant used is isapor and detergent used is isaclean. The endoscope and aer compatible with the aer manufacturer¿s instructions for use. All channels of the endoscope are connected to aer¿s injection ports, and supplied with disinfectant. The disinfectant is used within expiration date. The aer¿s disinfection process program according to aer manufacturer¿s recommendation. The aer¿s disinfection process program time is 20 minutes. The air/water channel, suction channel, and auxiliary channels are not flushed with alcohol. All the removable parts (valves, water resistant cap) are detached from the endoscope. The endoscope is dried before prior to storage. The endoscope stored in the storage cabinet hung vertically with the distal end not touching the cabinet floor.

Event description:
As reported by the customer, the device tested positive for pseudomos aeruginosa after a routine culture test for microbes performed in a laboratory. Per procedure the device was reprocessed and a second test performed. Second test was positive for serratia marcescens. Environmental tests for washing tanks and endoscope machine were negative. There is no adverse impact or infection to any patient or anyone else as a result of this event. The location of the bacteria was washing liquid channel for the first test and suction channel for the second test.